Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen and alarmed compromised force sensor system error. The customer¿s blood glucose level was 600 mg/d at the time of the incident. Customer treated with manual injection for the high blood glucose level. Customer states that they have dropped the insulin pump before getting the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to compromised force sensor system alarm.